Event description:
It was reported that the patient presented in clinic for unrelated matter. Upon chest x-ray, it was found that the left ventricular (lv) lead had dislodged. Interrogation was performed and noted no capture on the lv lead. Programming changes were made to deactivate the lv lead. Patient condition was stable.